Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer reloaded their cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level. It was also reported that the pump battery was depleting quickly. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.